Manufacturer narrative:
The reported issue that (5) lvp bezel is being replaced for unspecified reasons could not be confirmed; no product or was returned for investigation. It was reported that the 5 requested bezels were for future potential bezel breakage issues. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that allegedly that (5) lvp bezel is being replaced. There was no additional information provided .